Event description:
The window trial was not readable. Another identical device was immediately available for use and case completed as originally planned without any delays or medical intervention.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.